Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure for the treatment of stress urinary incontinence on (B)(6) 2014. Two weeks following the procedure, the patient had a vaginal exam by her primary care physician. The physician cut suture and treated the patient for a vaginal infection. On (B)(6) 2014, exposed mesh at midline was noted by the surgeon. The mesh was visible/palpable. The patient underwent a procedure on (B)(6) 2014 for partial mesh excision.